Manufacturer narrative:
Exemption number e2019001. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequently to the combined filed report, the following information was received: on 12/02/2019, the patient underwent a second mitraclip procedure. Two clips were implanted, reducing mr from 4 to 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that the patient anatomy (posterior prolpase) contributed to the reported slda; however this cannot be confirmed. The reported slda likely resulted in the reported mitral regurgitation and dyspnea. The reported patient effects of worsening mitral regurgitation and dyspnea are listed in the mitraclip system instructions for use as known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Event description:
This is being filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, dysnea, medical intervention, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative regurgitation (mr) with a grade of 3-4. It was noted prolapse posterior mitral leaflet. On (B)(6) 2019, one clip was successfully deployed, reducing mr to 1. Two weeks prior to (B)(6) 2019, the patient returned with shortness of breath. Imaging showed that the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 3-4. The patient is pending a second mitraclip procedure. Treatment was provided to treat the shortness of breath. It is unknown if the treatment was successful; however the patient is stable and was discharged to go home. No additional information was provided.